Event description:
It was reported that revision surgery was performed due to failure of the devices. The type of failure was not reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Notification of a revision was not received until (B)(4), 2014.